Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. Quality engineering evaluated the craniotome device, and the reported condition that the device had an undetermined malfunction was confirmed. An assessment was performed, and it was determined that the foot of the device had been drilled into, the device had corrosion/rusting/pitting, and the device was worn. It was further determined that the device failed pretest for visual assessment. The assignable root cause was determined to be traced to user, which is user error. UDI: (B)(4).

Event description:
It was reported that the craniotome device had an undetermined malfunction. During in-house engineering evaluation it was observed that the foot of the device had been drilled into. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.